Manufacturer narrative:
Date of event was estimated as (B)(6) 2015 since it was reported to have occurred sometime in (B)(6) 2015. Investigation/conclusion: it was reported that the end user was (B)(6). Per the package insert, testing has not been validate for patients under the age of 18. This is considered to be off label use. Further investigation cannot be pursued because there is no lot number and product was not returned. Complaints are continued to be monitored and tracked.

Event description:
The mother of a (B)(6) end user called and alleged a variance between the inratio inr result and the laboratory inr result which occurred sometime in (B)(6) 2015. Results are as follows: date: (B)(6) 2015, inratio inr: 3.2, laboratory inr: 2.2. The laboratory inr was performed directly after the inratio test for comparison. Therapeutic range: 3.0 - 3.5. There was no reported adverse patient sequela. There was no additional information provided.